Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was born in 1944. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. The procedure was performed in (B)(6) 2010. According to the complainant, when the jejunal tube was flushed, water spurted back with force from the tube. This event had been ongoing for three days prior to the report; however, the pump had not sounded any tube blockage alarm. The patient was reported to be feeling "normal". The patient was advised to flush the jejunal tube more than twice in the morning. The device remains in use. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.